Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and c-section. Concurrent conditions included irregular periods, oligomenorrhea, vaginal discharge, vaginal odor, pruritus and perineal pain. Concomitant products included dexamethasone, famotidine, fentanyl citrate, glycopyrronium bromide (glycopyrrolate), iotalamate meglumine (meglumine iothalamate), ketorolac, lidocaine, midazolam, neostigmine, ondansetron, paracetamol (acetaminophen), promethazine, propofol and rocuronium. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and cyst ("reproductive system disorder or condition type of disorder: type of disorder or condition cysts"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and cyst outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in hysterosalpingogram performed date: (B)(6) 2015 same as insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: bilateral tubal occlusion. Pathology test - on (B)(6) 2015: bilateral tubes: segments of fallopian tube, benign cyst consistent with hydatid cysts of morgana. Microscopic description: microscopic examination reveals sections of fallopian tube without significant histologic abnormalities. Benign cyst consistent with hydatid cysts of morgagni is noted. Specimens received: bilateral tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs & medical record received: new events - reproductive system disorder or condition type of disorder: type of disorder or condition cysts, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ectopic pregnancy and c-section. Concurrent conditions included: irregular periods, oligomenorrhea, vaginal discharge, vaginal odor, pruritus and perineal pain. Concomitant products included: dexamethasone, famotidine, fentanyl citrate, glycopyrronium bromide (glycopyrrolate), iotalamate meglumine (meglumine iothalamate), ketorolac, lidocaine, midazolam, neostigmine, ondansetron, paracetamol (acetaminophen), promethazine, propofol and rocuronium. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), 2 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition, type of disorder: type of disorder or condition cysts in ovaries"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015 and total hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, back pain and abdominal pain lower outcome was unknown. And the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2015. Discrepancy noted, in essure removal date: (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, impression: bilateral tubal occlusion. Pathology test: on (B)(6) 2015, bilateral tubes: segments of fallopian tube, beningn cyst consistent with hydatid cysts of morgana. Microscopic description: microscopic examination reveals sections of fallopian tube without significant histologic abnormalities. Benign cyst consistent with hydatid cysts of morgagni is noted. Specimens received: bilateral tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and c-section. Concurrent conditions included irregular periods, oligomenorrhea, vaginal discharge, vaginal odor, pruritus and perineal pain. Concomitant products included dexamethasone, famotidine, fentanyl citrate, glycopyrronium bromide (glycopyrrolate), iotalamate meglumine (meglumine iothalamate), ketorolac, lidocaine, midazolam, neostigmine, ondansetron, paracetamol (acetaminophen), promethazine, propofol and rocuronium. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), 2 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder: type of disorder or condition cysts in ovaries"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015 and total hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, back pain and abdominal pain lower outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date ¿ (B)(6) 2015 and (B)(6) 2015 discrepancy noted in essure removal date ¿ (B)(6) 2016 and (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: bilateral tubal occlusion. Pathology test - on (B)(6) 2015: bilateral tubes: segments of fallopian tube,beningn cyst consistent with hydatid cysts of morgana microscopic description: microscopic examination reveals sections of fallopian tube without significant histologic abnormalities. Benign cyst consistent with hydatid cysts of morgagni is noted specimens received: bilateral tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : essure insertion and removal date updated. Onset date of events added. Event of cysts updated to cyst of ovary. New events added - lower back pain, lower abdominal pain. Outcome of the events dysmenorrhea and dyspareunia updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and c-section. Concurrent conditions included irregular periods, oligomenorrhea, vaginal discharge, vaginal odor, pruritus and perineal pain. Concomitant products included dexamethasone, famotidine, fentanyl citrate, glycopyrronium bromide (glycopyrrolate), iotalamate meglumine (meglumine iothalamate), ketorolac, lidocaine, midazolam, neostigmine, ondansetron, paracetamol (acetaminophen), promethazine, propofol and rocuronium. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), 2 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder: type of disorder or condition cysts in ovaries"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), back pain ("lower back pain"), uterine cyst ("uterine cysts") and fallopian tube cyst ("fallopian cysts"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015 and total hysterectomy on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, back pain, abdominal pain lower, uterine cyst and fallopian tube cyst outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube cyst, ovarian cyst, pelvic pain and uterine cyst to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015. Discrepancy noted in essure removal date ¿ (B)(6) 2016, (B)(6) 2017 and (B)(6) 2015. The patient had oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: impression: bilateral tubal occlusion. Pathology test on (B)(6) 2015: bilateral tubes: segments of fallopian tube,beningn cyst consistent with hydatid cysts of morgana. Microscopic description: microscopic examination reveals sections of fallopian tube without significant histologic abnormalities. Benign cyst consistent with hydatid cysts of morgagni is noted specimens received: bilateral tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New events uterine cysts and fallopian cysts were added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.